Manufacturer narrative:
A ge service representative performed an on site investigation. The laser aimer was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in possible accidental radiation occurrence.

Event description:
The customer reported that the 6800 system laser aimer would not work and the beam was out of alignment. No pt injury was out of alignment. No pt injury was reported.